Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of fibrin and peritonitis, which warranted antibiotic therapy. Per the pdrn, the events were unrelated to the use of any fresenius device(s) or product(s), as the cause was attributed to touch contamination. The patient failed to perform proper hand hygiene after using the restroom, and accidentally touched the tip of the pd catheter (not a fresenius product) when reconnecting. Staphylococcus aureus is commonly found in mucous membranes and the skin of humans and is usually indicative of touch contamination. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
It was reported during a replacement order for manual solutions that a peritoneal dialysis (pd) patient had peritonitis. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the outpatient dialysis clinic, after noting fibrin in the drain bag. Peritoneal effluent fluid cultures were collected and returned (B)(6) for (B)(6). A peritoneal effluent cell count revealed an elevated white blood cell (wbc) count of 902 u/l. The patient was treated as an outpatient and prescribed intraperitoneal (ip) vancomycin 1 gram daily, for 14 days. The pdrn stated the cause of the peritonitis was touch contamination. The patient reported to the pdrn waking up to use the restroom and not turning on the lights. When returning to bed, the patient admitted accidentally touching the tip of the pd catheter (not a fresenius product), after not washing her hands. The pdrn stated the events were unrelated to the utilization of the liberty select cycler, liberty cycler set or any fresenius device(s), drug(s) or product(s). The patient has recovered from the events and continues to undergo continuous cyclic peritoneal dialysis (ccpd) therapy at home utilizing the same cycler as before the events. A follow-up peritoneal effluent cell count was collected in (B)(6) 2019 and the wbc count was 6 u/l.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Date of birth.